Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
It was reported that the physician advanced the wire through the introducer, the roadrunner uniglide hydrophilic wire guide didn't navigate as well. It was stated that once the physician removed the wire guide, he noted that the ¿wire was naked¿, as in the coating of the wire peeled off. No fragments were left inside the patient, the patient remained unharmed. No additional details have been received.

Manufacturer narrative:
Common name: dqx wire, guide, catheter. (B)(4). This event is currently under investigation

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One roadrunner uniglide hydrophilic wire guide was returned in a used condition. Its length is 180.0 cm. Coating is attached but stripped off the coil from 167.5 cm to 172.8 cm from the proximal end. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. IFU¿s guide the end user on how to prevent damaging the wire surface while in use. It is possible that the wire guide met with resistance while inserting into the terumo introducer, which could have contributed to the coating peeling off the coil. However, based on the information provided and the results of our investigation; a definitive root cause could not conclusively be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.